Manufacturer narrative:
This report is being filed to provide additional information in h.3, h.6 and h.10. Corrected information is provided in h.10. Investigation: we examined the set concerned which we received. The filter of the set was rinsed with normal saline. The normal saline flowed through the filter at a fast flow rate of more than 100 ml/min. An airtightness test (i.e. Leak test) was performed on the filter in accordance with the following procedures and we confirmed that air leaks were not observed in any locations of the filter. I) the tab sheet covering the outlet side (second side) of the filter is cut out carefully and exposed the outlet side to allow observing the frame sheet (partition) directly. Ii) air is admitted to the filter, which is submerged in water, from the outlet-tube of the filter at a gauge pressure of 39.2 kpa (0.4 kgf/cm2) for about 10 seconds to check whether there is any air leakage from the frame sheet (partition). We disassembled the rinsed filter to observe the appearance of filter media (membranes). We noticed creases in the filter media; however, the creases were not different from those observed in conforming products. We did not observe aggregates adhered to the filter media. After passing normal saline through the filter, we dyed the filter media with toluidine blue for observation. We noticed that the fourth and fifth filter membranes from the inlet side of the filter were dyed dark, that is, white blood cells were accumulated in these dark dyed areas. With regard to three sets of the retained samples of the lot number concerned, we measured the volume and concentration of the solution in the same manner as the release testing. We did not see any abnormalities, and the results conformed to our in-house standards. Upon making the blood bag concerned, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister trays. The top film of each blister tray is heat-sealed. For the leukoreduction filter, filter membranes are punched out, laminated, and integrated into soft housing. In order to ensure leukoreduction performance and to prevent filter occlusion in and hemolysis, standards have been set to control particulate removal rates and cationization levels of each filter membrane. The standards of average cationization levels of laminated filter membranes have also been set and controlled. Review of the manufacturing record of the lot number in question was performed and it was confirmed that no anomalies occurred in any process, and the products were manufactured as usual. Release testing, including a visual inspection and other items, is performed on the product concerned on a sample basis. We reviewed each testing and inspection record of the lot number in question and confirmed that there were no anomalies in all testing items. The product conformed to the standards. Corrected root cause: as the investigation results provided in our initial answer card, no abnormalities were observed in the manufacturing record or the testing and inspection record of the lot number concerned. We also investigated the retained samples of the lot number concerned, and the results revealed no abnormalities. In the investigation of the filter of the set returned, the fourth and fifth filter membranes from the inflow side were dyed dark with toluidine blue; therefore, occlusion caused by white blood cell or platelet aggregates may have occurred in the filter. In this case, blood may have been filtered by the filter area which was smaller than usual, and the linear speed (flow rate per unit area) increased and consequently leukocyte leakage occurred.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event.

Manufacturer narrative:
Investigation: the set concerned was not available and we therefore conducted the following investigations based on the information provided. Upon making the blood bag concerned, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister trays. The top film of each blister tray is heat-sealed. For the leukoreduction filter, filter membranes are punched out, laminated, and integrated into soft housing. In order to ensure leukoreduction performance and to prevent filter occlusion in and hemolysis, standards have been set to control particulate removal rates and cationization levels of each filter membrane. The standards of average cationization levels of laminated filter membranes have also been set and controlled. Review of the manufacturing record of the lot number in question was performed and it was confirmed that no anomalies occurred in any process, and the products were manufactured as usual. Release testing, including a visual inspection and other items, is performed on the product concerned on a sample basis. We reviewed each testing and inspection record of the lot number in question and confirmed that there were no anomalies in all testing items. The product conformed to the standards. Three sets of retained samples of the lot number concerned were visually inspected. There were no abnormalities, such as tubing occlusion and blockage, in their appearances. Root cause: we reviewed the manufacturing record and the testing and inspection record of the lot number concerned; however, we did not find any abnormalities and we were not able to identify the cause of the issue. Leukoreduction failure is commonly caused by the following factors: 1) blood characteristics of donors there is a possibility of leukoreduction failure due to blood characteristics of donors. 2) pressure loaded on filter membranes for some reason, where a physical stress on filter membranes is greater than what is expected, trapped white blood cells are pushed out of the filter membranes and may result in leukoreduction failure. For the prevention of leukoreduction failure, the instructions for use (IFU) of the product state: "[caution] do not squeeze or apply pressure on the filter while it is attached to the bag containing the filtered blood", and ¿clamp the blood filled tubing before blood enters the filter¿. We confirmed in some complaints previously reported that the following cases caused leukoreduction failure. - blood was filtered within 30 minutes after blood collection. - the tube below the filter was not clamped before blood flowed into the filter when expelling air.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Donor unit #:(B)(6). There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event.